Manufacturer narrative:
Quality assurance received 2 short pieces of broken clinically applied suture with tied knots for evaluation. Both samples were broken at the base of the knots. The samples were examined for material defects that could cause suture breakage. No adverse observations were noted during the visual examination. The samples were too short for tensile strength testing therefore the cause of the suture breakage could not be reliably determined.

Event description:
Procedure: excise of mass from right shoulder. Reportedly, two separate strands of the suture broke post operative. The suture was in an interrupted stitch and both strands broke while patient was in the recovery room. The surgeon removed broken strands. It is not known if the patient was returned to surgery for removal of the suture; however, there was no patient injury reported.